Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the opal impl-holder (p/n: 03.803.001, lot #: 7334265) was returned and received at us cq. Upon visual inspection, one screw component on the knob assembly was observed to be broken and not returned. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Service and repair evaluation: surgeon was performing a lumbar spinal fusion procedure using the expedium verse and opal systems. When impacting an opal spacer into position a small screw from the back of the inserter (03.803.001) broke off and fell to the floor. The screw was recovered, and the procedure continued as usual. The repair technician reported the back screw is broken inside. Supplier unable to repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed implant holder , knob assembly. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the opal impl-holder (p/n: 03.803.001, lot #: 7334265). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 03.803.001, synthes lot # 7334235, supplier lot # 7334235, release to warehouse date: july 8, 2013, supplier: (B)(4), no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a lumbar spinal fusion procedure with the expedium verse and opal systems, a small screw, from the back of the inserter, broke off. The screw broke when impacting the opal spacer into position. The screw was recovered, and the inserter was removed from the field. There was no surgical delay. The procedure was completed successfully. Concomitant devices reported: screws (part number unknown, lot unknown, quantity 1). This report involves one (1) opal implant holder straight. This is report 1 of 2 for (B)(4).